Event description:
Pt implanted with pdc level c6 - c7 returned to surgeon complaining of persistent right arm pain. Surgeon removed hardware and revised to fusion.

Manufacturer narrative:
Additional info has been requested. Synthes is unable to provide the date of manufacture without the lot number or the returned device. The investigation could not be completed, no conclusion could be drawn, as no product was returned and no lot number was provided. Without a lot number, a device history record review cannot be requested at this time.